Event description:
In 2009, a cyst was removed on the pt's left ovary. A piece of surgiwrap was placed around the ovary and secured in place. About 5 months later, the pt returned complaining of pelvic pain. During a diagnostic laparoscopy, surgiwrap remnants were found adhered to the ovary and fallopian tube. Thermal energy was used to dissect the remnants from the tissue. During this procedure, a second cyst was found and removed from the left ovary. The doctor was unsure if the cyst or surgiwrap remnants were the cause of this pt's pain.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion.